Manufacturer narrative:
Initial and final MDR 1975296- device 4 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. On 05-aug-2024, it was reported that the patient faced four infusion sets kinked cannulas within 3 hours of insertion. Patient went emergency room and was subsequently hospitalized due to high blood glucose levels. Patient's blood glucose at the time of issue was above 400 mg/dl. Patient was treated via insulin and saline. Patient took correction bolus via pump to address high bg. Patient had ketones. Infusion sets were in use for few hours. Length of hospitalization was 2 days. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.